Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an av node ablation procedure while in the recovery area, the patient experienced a stroke, exhibiting left-sided weakness. A CT scan was performed. The procedure was performed with the non-abbott catheter (farawave by boston scientific). Ablation was unsuccessful from the right side so it was decided to go transseptal and attempt to ablate from the left side. When going transseptal, heparin was given before and once successfully on the left side. When act was checked, it was noted that it did not change. The physician then decided to give more heparin and wait to check act. During this, the agilis 13f sheath remained on the left side and was flushed manually until act was checked again. On the second check, the act did not change again. He then asked for angiomax (bivalirudin) to be mixed and administered. Once the bolus was given, he then continued the procedure and successfully completed the procedure. After the procedure, it was noted the proper bolus was not given or completed when the physician began to work on the left side with the non-abbott catheter (farawave). Typically, once the bolus is given, the act is checked and an infusion is administered for the duration of the procedure. In this case, the act was not checked until after the catheters were removed. When the patient was transported to the recovery area, a code stroke was called. The physician does not believe any abbott equipment contribute to this stroke. There were no performance issues with any abbott device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.